Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profile was not appearing at the station. A technical support specialist (tss) noted that the customer mentioned the stations were not set to profile mode, which they believed was the root cause of the issue. The issue was resolved by setting the stations to profile mode. The customer confirmed that the problem had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the patient¿s profile did not appear at the designated stations. The patient was expected to appear at both m3c inf e and m3c inf w stations, according to the rn, they did not appear at either location. Resisted nurse was able to find the profile using facility search. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.